Manufacturer narrative:
The sensor was inserted on (B)(6) 2025 and the symptoms reported by the patient began on the same day. According to the patient, whenever he moves his arm and the shoulder muscle is used, he feels pain and pressure. The issue was not related to tegaderm or steri-strips. The patient consulted the hcp who recommended removal of the sensor to alleviate the symptoms. The sensor removal took place on (B)(6) 2025. No medication was prescribed. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of pain and pressure on the insertion site whenever he moves his arm and sleeps on his arm. The sensor was inserted on (B)(6) 2025 and the symptoms began on the same day. The patient consulted hcp who recommended sensor removal.